Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the helix of the pacing lead would not extend. A new lead was therefore used. No patient complications have been reported as a result of this event.